Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operative check on (B)(6) 2019, increased threshold was noted on the right ventricular lead. The patient remained in the hospital and was re-check on (B)(6) 2019. The threshold decreased but the patient felt ¿twitching¿ at max output. An echocardiogram revealed an effusion due to possible micro perforation by the right ventricular lead. The lead was revised on (B)(6) 2019. A pericardial tap was used to drain the fluid. The patient was stable before and after procedure.